Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 3 years and 2 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the s3 had regurgitation due to endocarditis following procedure. The valve was post dilated with 24mm true balloon. A second 23mm sapien 3 valve was implanted. No further information was provided.

Manufacturer narrative:
The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to no medical record/imagery being provided. A review of device history record did not identify any manufacturing non-conformances that would have contributed to the reported event. As reported, "approximately 3 years and 2 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve in the aortic position, the s3 had regurgitation due to endocarditis following procedure. The valve was post dilated with 24mm true. A 23mm sapien 3 valve was implanted." Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. A technical summary written by edwards lifesciences documents literature review on early and late endocarditis. Endocarditis is an infection of a native or prosthetic valve, which is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. This case alludes to an early endocarditis as the event occurred following the procedure (<60 days post-implantation). Prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized. Air in the operating room showed high bacterial counts in one study with the highest counts directly over the operating table. Laminar air flow, reduction of operating room "traffic" and pump micro-wave filters were all recommended, with the conclusion that coronary suction devices were the main source of blood contamination by returning organisms directly from the air to the pump. Other sources of contamination include the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. This event also disclosed valve regurgitation (due to endocarditis), which is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. It is possible that a bacterial/infection agent contributed to central regurgitation by attaching to and damaging and/or disrupting proper leaflet function. The infection can also weaken or damage the surrounding tissue. This damage can create gaps between the valve and the landing zone leading to paravalvular leak (pvl). For this case, limited information was provided. As such, a definitive root cause was unable to be determined. A technical summary written by edwards lifesciences is applicable to this complaint event because the event reports of an early endocarditis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No device or labeling problem was identified during the evaluation. Therefore, no further corrective action preventive action nor product risk assessment escalation is required.